Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the patient had a hard time connecting with the ins with both the patient programmer and the recharger. The patient clarified the serial number of the ins they were having a hard time connecting to. They stated that they had a hard time connecting to this ins because the ins was implanted for their arms and was implanted deeper and more in the back. They stated that they had a hard time connecting because it was in an awkward spot. The patient stated when charging they got four to six bars and very seldom all eight. No symptoms were reported. The event occurred since implant on (B)(6) 2017. No further complications were reported/anticipated.